Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump under infused medication. It was reported that only half the medication was delivered. There was no patient injury.